Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found a broken weld seam at the joint front pivot. He replaced the spring arm with a new one and returned the device to service. Additionally, the device was directly involved with the reported incident but was not being used for treatment or diagnosis of the patient when the event occurred. This malfunction was previously addressed in the u.s. Through a device correction.

Event description:
The customer reported that, during the morning preparation of the device, the lighthead was hanging by the cable. The cable has prevented the fall of the cupola on the ground. There is no patient involved and no injuries were reported. (B)(4).